Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. A system check was performed. The pump and infusion tubing were found to be functioning as expected. The cannula was removed and no damage was noted. Reportedly, the customer had used humalog insulin in the cartridge for 3.5 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the pump. The customer indicated that the cartridge would be changed within the labeling guidelines.